Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported every time they had to do a bolus, it took a long time to get a signal and deliver it. The patient stated it felt like it was getting longer and longer. The agent walked the patient through clearing data on the handset. The patient was able to successfully connect to the pump and request and receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.